Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed visible damage to the battery cap, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The patient received emergency room treatment for elevated blood glucose levels. The pt was also diagnosed with strep throat.